Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet on day three of therapy, with readings decreasing from 271 mg/dl to 257 mg/dl and a downward trend noted, and no alerts or alarms occurred. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no need for medical intervention and no hospitalization. Investigation included complaint handling with user education and troubleshooting. Investigation of this case revealed that the device was functioning and adapting to the user¿s glucose patterns, with performance consistent with the early learning period. It was concluded that the cause of the hyperglycemia was unclear and that continued monitoring was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.